Event description:
Add'l info received from reporter on 10/24/2017 for mw5072350. Pt had order for 5fu 2,400 mg/m2 (5800 mg) via continuous infusion over 46 hours filled on (B)(6) 2017. Pharmacy prepared reservoir bag with 116 ml +3 ml overfill 5-fu 50 mg/1 ml per normal procedure. When pt returned to (B)(6) 2017 for pump disconnect, infusion rn noted small air bubbles in tubing between reservoir bag and walkmed infusion pump. Pump reading indicated 115.8 ml had infused, and reservoir bag appeared to be completely drained. (Same pt had same problem reported to medwatch for (B)(6) 2017.) (B)(4). Dates of use: (B)(6) 2017.

Event description:
Patient on cycle 47 of trastuzumab, leucovorin, 5fu. When patient presented to infusion room today for disconnect from 46 hour 5fu pump, infusion rn noted small bubbles in tubing leading to 5fu continuous infusion pump. Bag appeared to be completely empty. Pump indicated that ii5.6 ml (of an ordered 116 ml) had infused. (Rph note - pump had been filled with 116 ml + our normal extra 2.2 ml on (B)(6) 2017). Patient arrived infusion from the op echo room, where he had just completed a cardiac ultrasound/echo with ultrasound contrast (perflutren, or optison). Patient indicated that the cardiac ultrasound technician had used the lower port of the huber needle to administer the dye (5fu was running through the huber needle through the distal port). The patient indicated that his 5fu infusion pump had not been turned off when dye administered . Visual inspection of the tubing by kcc pharmacist does not show any milkiness from the perflutren. However, the infusion rn pointed out that the pump ran for a good hour after the patient's procedure and before he was seen in the infusion room. Dose or amount: a 5800 mg. Frequency: cont 46hr infusion. Route: intravenous (not otherwise specified). Dates of use: 46 hours. Diagnosis or reason for use: metastatic gej adenocarcinoma, her2 positive. Is the product compounded: no. Is the product over-the-counter: no.